Event description:
During device preparation for a procedure, a communication issue occurred with the non-(B)(6) (prucka) system resulting in cancellation of the procedure. The ensite x system was set up appropriately and the amplifier light appeared green. When trying to log in to the dws side, the following error message was displayed: "internal error, reconnect to amplifier". Validation was able to be performed, and the ECG (electrocardiogram) signal was displayed, allowing the procedure to be started. However, when the catheter was used to attempt zero fluoro-imaging, the screen was not showing the catheter moving. The system was power cycled, but then the amplifier stated blinking orange, and the procedure was not able to be continued. The amplifier was disconnected and power cycled, the power cable from the extension plug was connected directly to the wall socket and power cycled again, the non-(B)(6) system (prucka 3) was disconnected, and power cycled, after this, the amplifier showed as green, but when it was re-connected to prucka 3 the following error message was displayed: "internal error, reconnect to amplifier". The "reconnect to amplifier" button was pressed, and the light started to blink orange. The amplifier was replaced, and the light turned green. The procedure was continued for thirty minutes, but then the light turned to blinking orange once the catheter was introduced. The system was power cycled again, but the issue persisted. The connections of the non-(B)(6) device (prucka 3) were disconnected from the back of the amplifier, power cycled, and the issue was resolved. The connect cable to the back of amplifier (2nd set) able to continue study for 5 minutes before case ended. The amplifier has been used in more recent procedures without issue. The issue was isolated to the non-(B)(6) (prucka) system. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).